Event description:
A (B)(6) female patient had an ins 8401 accudrain placed in her ventricle for hydrocephalus on (B)(6) 2011. The drain was in place for 11 days when a small leak was noted at the needleless sampling port connected to the yellow stopcock under the burette. Approximately 3cc of cerebrospinal fluid leaked out. Once the drain was replaced, there were no further problems. The patient has since had the drain internalized and was discharged home w/o any problems.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.